Event description:
Spontaneous communication from the patient who reported that her infusion times have become erratic. Infusion took 1 hr once and 2 hours at another time. It may be a pump issue which was not further specified. There were no missed doses and no adverse drug events reported. It is unknown if the defective device is available for return. The product lot number and expiration date are unknown. No further information is known. Pump used to infuse hizentra 20% at above dose/frequency. Indication: allergic rhinitis, unspecified; common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.